Manufacturer narrative:
(B)(4). The gore® cardioform septal occluder instructions for use states: adverse events associated with the use of the occluder may include but are not limited to: new arrhythmia requiring treatment.

Event description:
The following information was obtained through the clinical study (B)(6): it was reported the physician implanted a 30mm gore® cardioform septal occluder on (B)(6) 2021. On (B)(6) 2021 the patient presented with complaint of palpatations. A 30 day dem was done. Paroxysmal nonvalvular atrial fibrillation was found after 30 day monitoring. It was reported the patient was started on xarelto, then transitioned to eliquis because of epistaxis while taking xarelto.